Manufacturer narrative:
The issue is under investigation. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow up report 1. Device evaluated by manufacturer. Method: performance tests performed. Result: optical problem. Failure could not be reproduced during in house investigation. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event unknown. The investigation of the issue has shown that cobas taqman 48 analyzer photometer intensity increases can occur, in rare instances, affecting the dark and bright signals of the photometer. This can possibly lead to the generation of over-quantitated or invalid results. The issue is rare, occurs sporadically, and is not reproducible. The root cause of the intensity increase has not been determined. (B)(4). All potentially affected assays have been assessed and it has been determined that the issue is not likely to cause any adverse health consequences.

Event description:
A customer in (B)(6) reported that they received discrepant results with the cobas ampliprep / cobas taqman (B)(6) test expt-ivd (m/n (B)(4) batch n01002) when using the cobas ampliprep / cobas taqman 48 system with amplilink software version 3.2.2 . The customer stated that several samples produced very high titer results but on repeat were much lower. It was alleged that the higher results did not correlate with the corresponding analysis growth curves displayed. The results were not reported to physicians.